Manufacturer narrative:
H3 other text: device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation dizziness, headache, asthma (new or worsening), inflammatory response. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation dizziness, headache, asthma (new or worsening), inflammatory response. Section product brand name, model number, catalog item identifier, device identifier (gtin), initial reporter country in box e was incorrect on previously submitted report. In this report, section product brand name, model number, catalog item identifier, device identifier (gtin), initial reporter country in box e has been updated/ corrected.